Event description:
It was reported that a balloon was ruptured. A 15mmx2.00mm wolverine cutting balloon was selected for use. During the procedure, it was noted that the balloon was ruptured upon first inflation at 9atm within 20 seconds. The device was removed using normal method without any problem and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition post procedure.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6).